Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a procedure. According to the complainant, during the procedure, the nurse felt she could not get through the polyp. The nurse described the action of the snare as more of a ¿shearing¿ rather than cutting. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) for the reported event snare unable to cut. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found no anomalies, and the device extended and retracted according to specifications during functional testing. Electrical testing was performed, and the device passed the resistance test. The complaint that the device failed to cut sufficiently was not confirmed. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a procedure. According to the complainant, during the procedure, the nurse felt she could not get through the polyp. The nurse described the action of the snare as more of a ¿shearing¿ rather than cutting. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.